Event description:
It was reported that a screen on a programming handheld turned black when trying to perform an adjustment on a pt. Further info revealed that the handheld had been charged for several hours and the power light on the handheld was periodically flashing orange even after changing to several ac outlets. A hard reset was performed on the handheld but the issue prevailed. The neurologist stated that he had used the programming handheld two weeks prior to the event and everything was fine. The product was returned to the MFR and underwent product analysis. Product analysis revealed a problem associated with a defective serial cable as no anomalies were associated with the main battery.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.